Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The pump was received with moisture damage at the motor assembly. They were unable to verify the constant tone and vibrating due to the blank display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he was at the beach and he forgot to take the insulin pump off. Customer walked into water and the pump has been vibrating violently. Customer's blood glucose is 326 mg/dl. Customer stated that he has syringes and a bottle of insulin. Customer stated that a constant tone is occurring. Customer stated that he took out the battery before but the pump would vibrate, stop, and then vibrate again. Customer stated that the pump would squeal after he changed the battery and it would count up to 7. Customer stated that there would be a black box on the screen. Customer stated that he does not notice any fluid residue and cannot hear anything when he shakes the pump. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.